Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an audible alert from the implantable cardioverter defibrillator (ICD). An interrogation shows that there was a charge circuit timeout with the charge circuit inactive and the device was at end of service (eos). The device battery longevity was less than expected. The device is scheduled for replacement due to premature battery depletion. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis confirmed that the device did not charge efficiently by observing a charge time out (cto) as-received. The device charged nominally when the battery was replaced with an external supply. No hybrid anomalies were found. Battery analysis revealed lithium severing which is consistent with the high impedance measured upon receipt of the battery for analysis. Review of the save-to-disk data found that a charge timeout events were prior to recommended replacement time and subsequent explant. These charge timeouts resulted from increased battery resistance induced by observed lithium severing. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was removed.